Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead was oversensing lead noise as episodes of ventricular tachycardia, triggering episodes of non-sustained right ventricular oversensing. On (B)(6) 2021, the patient came into clinic and tachycardia detection and therapy were programmed off. Lead replacement was discussed but did not occur. The patient was asymptomatic.